Manufacturer narrative:
(B)(4). Date of initial report: 02/16/2017. One lf5544 was received for evaluation. Visual inspection found the clear insulation was damaged. The device was activated on a simulated tissue with acceptable results and a visual seal effect was observed. The sample functioned normally when activated in the valleylab mode. The device handle or body did not heat up while activating. The investigation found the device to function normally and within specifications. An additional failure was found during the investigation. Sample failed hipot testing. The investigation identified the root cause of the investigation findings to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. No trend has been identified. No corrective action is required, because no trend has been identified. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer originally reported that during a bariatric procedure, the ligasure device was heating up in the surgeon's hand more than normal. A new device was opened to continue the procedure. Upon receipt of the device for investigation on 01/30/2017, it was noted that the clear insulation on the device was damaged and the device failed hipot testing.